Manufacturer narrative:
File corrected to update rfr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their (B)(6) 2024 paddle and cervical (agent understood this as implant and lead) was removed (B)(6) 2024 because was some damage done and the implant damaged their c6. The issue began a little after implant. Patient mentioned after MRI testing the implant was removed. Patient stated they didn't feel right after surgery and the device wasn't helping them so they waited some time and started doing other tests with other 'neuros' around (B)(6) or (B)(6) of this year and finally got the device removed on (B)(6) 2024. Now another neurosurgeon was asking for an MRI and patient didn't receive a card. Agent verbally provided serial/model number of (B)(6) 2023 implant.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c290 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.